Event description:
Overdelivery reported: on 05/23/2000 at 19:00, a heparin drip (concentration unspecified) was started at 18.0ml/hr with a volume to be infused at "slightly less" than the 500.0ml total volume in the fluid container. At 23:00, the pt requested not to be bothered for the rest of the night since pt wanted to get as much sleep as possible to prepare for the surgery scheduled on the following day. The nurse did not go into the pt's room until 07:00. At 07:00, the pump alarmed "empty" and it was reported that the 500.0ml bag had approximately 200.0ml left and the rate on the display indicated 50.0ml/hr. Due to the pending surgery, a routine pro-thrombin time had been ordered to be drawn at 06:00. The results came back around the same time the event was discovered with a critical value of >200 seconds. Upon discovery, the heparin drip was immediately discontinued and the physician was notified. Orders to draw continue to monitor the pt's pro-thrombin time and monitor for signs and symptoms of bleeding were rendered. The pending surgery was concelled. It was reported that the pt exhibited no signs or symptoms of bleeding. The pro-thrombin time remained at critical level unitl late afternoon/early evening, when it began to fall to an acceptable level. According to the customer contact, lovenox subcutaneous was administered when the pro-thrombin time was at 25 seconds (specific dosage and freqency were not reported). It was reported that the pt went to surgery the following day. Though requested, there was no add'l info available.